Event description:
Product battery in side device overheated and began smoking, melting the device and triggering the building's fire alarm. Device was not being used on patient at time of incident. FDA safety report ID# (B)(4).